Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 06dec2020.

Event description:
The customer reported the ventilator alarmed check vent autozero failed while in use. The device was providing therapy to a patient at the time of the issue and the vent was swapped out however no harm to the patient was reported. The customer had replaced the flow sensor assembly after testing and put the unit back in service then unit alarmed check vent auto zero failed. The customer confirmed check vent auto zero failed in the significant event logs. The customer reseated the data acquisition board and swapped out the data acquisition board and the issue still was not resolved. The customer replaced the flow sensor with a known good flow sensor and the error went away.